Event description:
It was reported by service report that the stretcher brakes will not stay locked and the foot end jack will not pump up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation code: brake cam.